Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, the patient felt resistance and discomfort during pump insertion, and when the intake port was checked via fluoroscopy, the inflow cage was found to be deformed, and the pump was removed. No patient harm has been reported.

Manufacturer narrative:
The investigation for the product damage has been completed. Returned product was investigated and it was found that there was a slight kink in the cannula. Additionally, one of the struts of the inflow cage was found to be deformed/kinked as reported. Data logs are not relevant to the investigation as the complication occurred during delivery. Clinical details suggest that resistance was felt during delivery, but there is no report of a patient condition that would be a cause for the resistance felt. Based on clinical details and the returned product having damage, the root cause of the product damage related to delivery of the device was most likely a use issue. Corrections to the initial MFR report: d4-model number